Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: we knew this was the last sterilization / usage of the idrive and confirmed by depressing both blue and silver buttons once battery was inserted. First four tristaple cartridges were used without incident. Fifth cartridge was loaded, cycled and closed on tissue without incident, but would not fire after green fire button was depressed and blue button was held to fire. No indicator lights lit up indicating any issue. Pa depressed silver button to open cartridge; cartridge would not open. Pa depressed blue button again to try and fire but cartridge would not fire. I instructed pa to depress and hold both blue and silver buttons to see if the unit would completely reset (I do not recall if the cartridge was articulated at all); after a brief pause, the jaws opened and the device was removed from the patient. There were still no flashing indicator lights. That cartridge was removed and a new cartridge was loaded. As soon as the scrub depressed the silver button to close the jaws, all the lights on the tops of the unit began flashing to indicate end of life of the idrive unit.